Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. A delay to the procedure of greater than 30 minutes was reported. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, overheating, was determined to be duplicated in the service evaluation. The handpiece warmed during testing. The device was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. A delay to the procedure of greater than 30 minutes was reported. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.